Manufacturer narrative:
(B)(4). Batch # t5af2w. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with two reloads present. The reload (b) was received fully loaded with staples, with the washer uncut and the drivers and knife recessed below the cartridge deck. The reload (c) was received with 14 protruding staples, the washer uncut and the knife sub assy missing. The drivers were noted to be partially advanced. After further analysis, it was noted that the knife retraction arm was bent, not allowing the reload to load. No functional test was performed due to the condition of the device. The damage on the reload (c) and device is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and properly seated. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open gastric tube formation, it was found that the knife did not move forward and the whole deployed staples were unformed at the first firing on the stomach. Then, the surgeon tried to replace the first cartridge to second one, but it couldn't. Another device was used to complete the case. There were no adverse consequences to the patient. The surgeon did not feel anything unusual at the firing. But when the sales rep checked the device after the procedure, it was found that a part of the knife was deformed. No further information is available.